Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros tsh results were obtained from several patient samples using vitros immunodiagnostic products tsh reagent in combination with a 5600 integrated system. A definitive assignable cause for the lower than expected vitros tsh results for patient sample 2 could not be determined. However, it is possible that biotin interference contributed to the low results. The vitros tsh assay includes the use of streptavidin-biotin in the design which may be susceptible to biotin interference. Further information regarding patient diagnosis, medication and supplements relating to biotin was requested but not provided. The customer did not perform patient sample testing with heterophilic blocking tubes, therefore a sample interferent could not be ruled out as a contributor to the event. An assignable cause for both the higher and lower than expected vitros tsh results for patient sample 3 could not be determined, however a sample related issue with the original draw cannot be ruled out as a contributing factor. The most likely cause of the discordant patient correlation sample results between the vitros tsh reagent lots and roche testing is sample handling, although this could not be confirmed. The vitros and roche results were obtained from the same initial sample draw, but the time between vitros and roche testing, as well as the storage and transport conditions of samples between facilities was not established. Based on historical quality control (qc) results, a vitros tsh lot 5720 performance issue is not a likely contributor to the events. There was insufficient data to provide a definitive assessment on vitros tsh lot 5770 qc data, but results since the lot was put in use indicated acceptable performance. Therefore, a performance issue with vitros tsh lot 5770 is not a likely contributor to the events. Additionally, an instrument issue is not a likely contributor to the events, as pre-service and post service precision tests indicated acceptable performance of the vitros 5600 integrated system. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. It is possible that pre-analytical sample processing at the facility using the non-vitros roche method ((B)(6)) differed from the customer's practices, which in turn would be a possible cause of the discordant results.

Event description:
A customer reported discordant vitros thyroid stimulating hormone (tsh) patient sample results obtained using vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system. One patient sample¿s results were lower than expected (regent lot 5720) when compared to tsh results obtained from a non-vitros roche method while a different patient sample result was higher than expected when first tested (reagent lot 5720) and lower than expected after it was repeated (reagent lot 5770). During a later patient sample correlation comparison, four different patient samples¿ results were lower than expected (reagent lots 5720 and 5770) while one additional patient sample was higher than expected (regent lot 5720). The following results were obtained from vitros tsh reagent lot 5720: patient 2 sample result of 0.076 miu/l and 0.086 miu/l vs the expected result of 2.14 miu/l. Patient 3 sample result of 5.529 miu/l vs the expected result of 2.5 miu/l. Correlation sample 2 result of 1.52 miu/l vs the expected result of 1.15 miu/l. Correlation sample 3 result of 0.072 miu/l vs the expected result of 0.12 miu/l. Correlation sample 4 result of 0.558 miu/l vs the expected result of 0.805 miu/l. Correlation sample 5 result of 0.271 miu/l vs the expected result of 0.91 miu/l. The following results were obtained from vitros tsh reagent lot 5770: patient 3 sample result of 1.1 miu/l vs the expected result of 2.5 miu/l. Correlation sample 1 result of 0.212 miu/l vs the expected result of 2.44 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. Both the lower and higher than expected vitros tsh results were reported from the laboratory, although a physician questioned the results. It is unknown if any treatment was initiated, altered or stopped as a result of this event, however, there was no allegation of any patient harm. This report is number 3 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).